Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a jagtome revolution rx was attempted to be used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the treatment of choledocholithiasis on (B)(6) 2024. During the procedure, they set up jagtome as instructed and tested bowing before handing to physician to pass through scope. Once tome was out of the scope, they started attempting cannulation. During this process, the physician instructed them to bow the tome fully and as they did, the cutting wire snapped, and they couldn't bow. Account stated that they were not in an unusual angle, nor did they rotate the tome at all. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.